Manufacturer narrative:
One device was received for evaluation. The returned device was labeled for single use. Visual inspection revealed that the tubing was detached from the blue connector piece. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that an unspecified number of sterile repeater pump tube sets were leaking where the tubing connects to one of the blue plastic connectors. The reporter stated that it appeared that there was not a sufficient amount of adhesive/glue on the sets. This occurred during compounding. There was no patient involvement. No additional information is available